Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 217 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.